Event description:
Per user facility medwatch report form #(B)(4), during a laparoscopic procedure; the attending surgeon noticed one of the tips of the device broken off inside the patient's body while using it. The tip was found and taken out of the body by the attending surgeon. The procedure was completed using same like device.

Manufacturer narrative:
(B)(4). Additional information: no device was received, only a photograph. The complaint is for a har36 device the photo shows a tyvek of an har36 with a lot number of l9225e. It also shows an ace instrument with the blade broken off the instrument; the detached blade was taped to the tyvek. It is likely that the blade broke dude to metal to metal contact. This could not be confirmed because the instrument was not returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. (B)(4).